Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator 6 x 40,24 atm,75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.